Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that cardiac output was noticed to be lower than with manual chest compressions was not confirmed during functional testing. The customer stated that the downloaded archive log showed fault 1210 (fault_motor_sensor_low_during_compres). This was confirmed during the archive data review at zoll. Nevertheless, the autopulse nxt platform functioned as intended. A review of the archive data showed that fault 1210 (fault_motor_sensor_low_during_compres) occurred on the event date. This fault code is associated with the position (home) encoder stability and is triggered when the system detects the absence of a patient, which is indicated when the nxt band is open and not used. Fault 1210 is a low-level, intermittent fault that is not indicative of device failure and has not demonstrated any impact on compression effectiveness. The autopulse nxt platform passed preliminary functional testing without any fault or error. Zoll is awaiting the customer's approval for service fee.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
When setting up the autopulse nxt platform (sn (B)(6) for training, one of the nurses reported that they had experienced an issue with the nxt platform earlier that morning. The event log was downloaded via usb from the platform and showed fault 1210 (fault_motor_sensor_low_during_compres). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Section b5 was updated.

Event description:
During setup of the autopulse nxt platform (sn (B)(6)) for training, a nurse reported experiencing an issue with the nxt platform earlier that morning. After the nxt platform was applied, cardiac output was noticed to be lower than with manual chest compressions. The nxt band was cut in an emergency, and manual compressions took place. There was no report of any alert lights. No consequences or impacts on the patient. The event log was downloaded via usb from the platform and showed fault 1210 (fault_motor_sensor_low_during_compres).